Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 400 mg/dl. The customer changed the cartridge and infusion set. As the customer changed the supplies prior to contacting tandem technical support troubleshooting to determine a possible cause of the occlusion was unable to be performed.